Event description:
Purple lumen of PICC line leaking at hub of catheter. The dressing that we are using is the institution standard ---the sorbaview shield. The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.